Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. For retained analysis of alinity I free t4 reagent lot 56159ud00 all specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 56159ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 56159ud00 was identified.

Event description:
The customer reported a falsely decreased alinity I free t4 (ft4) result on a 67-yr old female patient. The following results were provided: ft4 = 0.74 / 0.65 ng/dl, other results provided: free t3 = 3.76 / 3.81 pg/ml; tsh = 15.896 / 16.154 uiu/ml normal ranges: tsh: 0.35-4.94(uiu/ml), ft3: 1.68-3.67(pg/ml), ft4: 0.70-1.48 (ng/dl) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I free t4 (ft4) result on a 67-yr old female patient. The following results were provided: ft4 = 0.74 / 0.65 ng/dl, other results provided: free t3 = 3.76 / 3.81 pg/ml; tsh = 15.896 / 16.154 uiu/ml. Normal ranges: tsh: 0.35-4.94(uiu/ml), ft3: 1.68-3.67(pg/ml), ft4: 0.70-1.48 (ng/dl). No impact to patient management was reported.